Event description:
Draeger ventilator stopped working, displaying device failure 3. When vent alarmed, patient was manually bagged without compromise. Vent switched out without compromise. No harm to patient.======================manufacturer response for draeger ventilator (per site reporter).======================awaiting response.